Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: evaluation revealed no battery/cartridge caps were returned. Test battery/cartridge caps were used during investigation, the pump alarmed with ¿cs078¿ alarm upon the first rewind attempt. Investigators were unable to verify steps 13 and to adequately investigate initial motor noise complaint. The pump¿s cover was removed and moisture corrosion was found inside the pump to the rf transceiver circuit, fs circuit, motor flex/connector, and to the keypad flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Evaluation revealed moisture corrosion in the pump. This report is made based on results of investigation completed on (B)(6) 2015.